Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced due to becoming inoperable.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as this issue was already reported in medical device report (MDR) 3006705815-2022-14667.